Event description:
It was reported that (1) device was used during an esophagogastrectomy. It was reported by the affiliate that the tct75 stapler did ot fire during the prodcedure. Another device was used to complete the case. There was no consequence to the pt.